Manufacturer narrative:
On 09 june 2017 the medical affairs director performed a clinical evaluation and commented as follows: insert revision in tka 1 year and 7 months after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction. Batch review performed on 12 june 2017. (B)(4).

Event description:
The patient came in complaining of instability. The cause of the instability is unknown. The surgeon revised a size 4, 12 mm insert for a size 4 17 mm insert. The surgery was completed successfully. X-rays are available; explants are not available.